Event description:
Possible overdelivery reported. The pump was set to infuse meperidine 10 mg/ml, 10mg pca dose with a 10 minute pt lockout and a 200mg 4 hr limit. When the device alarmed for an empty vial, the nurse expected 8ml to be remaining per her calculations. The vial was in use over several shifts, it was not certain if the device had been cleared without documentation at some point in time. The nurse feels there were 8ml (80mg) of meperidine unaccounted for. The pt assessment was normal baseline, without any evidence of oversedation.

Manufacturer narrative:
Reported problem could not be duplicated. Frequency of death or serious injury reports for code 102 (overdelivery) for co pump pca is approximately 2.35/million sets.